Manufacturer narrative:
The pump has not been returned to animas for evaluation. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that he experienced elevated blood glucose (400 mg/dl to 600 mg/dl) since he began to use the pump two days ago. He denied symptoms of hyperglycemia, did not report ketones, and did not seek medical intervention. The patient said he removed the pump and took insulin via injection to correct his blood glucose level. He stated that he changed his infusion set twice: the sites appeared healthy, there were no signs of infection or irritation, and there was no insulin leaking at the site or at the connection between the tubing and the cartridge. The patient stated that upon removal the cannulas were straight. He said that he filled the cannulas with 0.05 units whereas the correct fill cannula amount is 0.50 units. The patient denied air or blood in the tubing and/or the cartridge. The patient completed a three-unit air bolus and described insulin coming out from the end of the tubing. He reported that the time and date were correct, there were no associated alarms, the basal rates were accurate, and the bolus settings including isf, I:c ratio, and bg target were correct. The patient noted that the total daily dose in the history was accurate and he did not miss or skip any bolus. Although there is no evidence of malfunction, the complaint is being reported because the cause of the blood glucose elevation has not been determined.